Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd micro fine plus¿ pen injector needle was found leaking as "when injecting, the drug leaked and the needle pe was missing. The needle was stuck in the inner shield. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a cannula through shield was observed. Due to the condition the sample was returned no clog testing could be carried out. Investigation conclusion: visual examination was carried out on the returned sample and photos and a cannula through shield was observed. Due to the condition the sample was returned no clog testing could be carried out. Root cause description: root cause of the cannula through shield was incorrect loading of the shield to the hub at the shielding station.